Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that about a week ago they started having issues emptying their bladder, that it hurts when they try to urinate and that it seems they have an infection. Patient also mentioned they have kidney pain. Patient requested assistance accessing their therapy. Patient decided to make an adjustment to see if maybe that helps. Redirected patient to their healthcare provider to further address the issue. Patient stated they have a follow-up with their healthcare provider on (B)(6).